Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was blood in the wire lumen. The tip, balloon, markerbands, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed tip damage (flared), numerous kinks in the hypotube, port weld/exit notch damage, balloon damage (bunched up) for the entire length of the balloon, and inner shaft damage (buckling) for a length of 25 mm. The tip and exit notch of the device was measured with a calibrated pin gage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The guide wire used in the procedure was not returned for analysis. Functional testing was conducted with a lab supplied .014 guide wire. The guide wire was loaded into the exit notch and backloaded into the tip. The functional test was executed multiple times, with different results. The wire advanced easily the first attempt (loaded through exit notch) but became stuck when backloaded into the tip. The wire was then loaded again into the exit notch and became stuck once the wire reached the balloon area and couldn't be removed. The balloon was deflated and again backloaded into the tip, but the wire was then able to easily pass through the lumen.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After deploying a synergy stent in the distal rca, a 3.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation. However, during removal, the shaft hung up and accordioned on the wire. Eventually, the device was successfully removed by pulling it hard. Another 2.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation in proximal rca and also got hung up on the wire. The device was removed as well and the procedure was completed. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After deploying a synergy stent in the distal rca, a 3.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation. However, during removal, the shaft hung up and accordioned on the wire. Eventually, the device was successfully removed by pulling it hard. Another 2.50mm x 30mm nc emerge balloon catheter was advanced for post-dilation in proximal rca and also got hung up on the wire. The device was removed as well and the procedure was completed. No patient complications were reported.